Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, power cycling, and power/defib related stress testing using the returned battery without duplicating the report. We cannot confirm if the returned battery is the same battery used during the reported event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed.d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.